Event description:
Caller states that inform meter casing and housing near connector port and several connector pins appear burned/melted. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.